Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infection, abscess, adhesions, small bowel obstruction, pain, seroma, septic shock, rectal bleeding, and death. Post-operative patient treatment included revision surgery. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infection, abscess, adhesions, small bowel obstruction, pain, seroma, septic shock, rectal bleeding, recurrence, inflammation, abdominal distention, ascites, bleeding, hemodynamic instability, staphylococcus epidermidis, staphylococcus aureus, acute kidney failure, end-stage liver disease, panniculitis, hepatic encephalopathy, and death. Post-operative patient treatment included revision surgery. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
Additional information: a2, a3a, a4, b2, b5, b7, d1, d4 (model #, catalog #), d8, g1, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.